Manufacturer narrative:
The insulin pump was received with a stuck motor error alarm loop during bolus delivery and motor position encoder error alarm noted in the alarm history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during the testing. The drive support disk was inspected and no anomaly was noted. The device received with a scratched lcd window, cracked battery tube threads, and a missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 275 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.